Event description:
It was reported that during a da vinci-assisted gastrectomy - subtotal surgical procedure, the surgeon was unable to control the jaw of the harmonic ace instrument. The instrument was taken out, and the customer stated it was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken clamp arm with teflon damage to be related to the reported complaint. Approximately 0.080" x 0.100" of the teflon pad was broken off and was not returned. The instrument was also found to have a damaged blade. These failures are commonly caused by mishandling/misuse.